Event description:
It was reported to medtronic neurosurgery that the anti-siphon portion of the valve was found broken while testing.

Manufacturer narrative:
The valve was patent and passed reflux testing, however it did not meet the requirements for siphon testing. It also did not meet requirements for leak testing as there was a tear in the bottom of the delta chamber. It is unk how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing, except for at -50 cm hydrostatic pressure. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of manufacture.